Event description:
It was reported that after inserting the intra-aortic balloon (iab), the optical sensor cable was connected to cardiosave intra-aortic balloon pump (iabp). The message "iab optical sensor faulty" was displayed. The iabp was changed to another cardiosave and connected, but the message "iab optical sensor faulty" appeared again. It was determined that the problem was with the iab, so it was replaced with another and connected to the iabp. This time no error message occurred and therapy was provided without further problems. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete eventsite name: gifu prefectural general medical center event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- h6- medical device ¿ problem code, investigation findings, investigation conclusions.